Event description:
It is reported this event occurred in the operating room. The arterial line became dislodged and a vascular surgeon removed the device. It is unknown if there was another catheter placed. It is unknown if there was a delay in treatment. There is no further information available at this time.

Manufacturer narrative:
(B)(4).